Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device's history log. The device was put through extensive testing which included bench handling, full functionality stress testing, incoming testing, and internal inspection without duplicating the report. The smart pneumatic module was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. It's important to mention the observed advisory could be the result of normal operation with an occlusion in the wye circuit. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 20 lbs pediatric patient (age & gender unknown) during flight, the device stopped ventilating. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.